Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Additionally, it was reported that intermittent cartridge alarms occurred with multiple cartridges. The customer experienced an elevated blood glucose (bg) level. The customer's continuous glucose monitor read "high¿; however, a specific bg value was not provided. A correction bolus was delivered to address bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.